Event description:
It was reported that the patient experienced cuff atrophy and recurring incontinence with the artificial urinary sphincter (aus). The aus pressure regulation balloon (prb) and cuff were explanted and a new components consisting of a 4.0 cm cuff and prb were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of cuff atrophy and recurring incontinence were not confirmed via product analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced cuff atrophy and recurring incontinence with the artificial urinary sphincter (aus). The aus pressure regulation balloon (prb) and cuff were explanted and a new components consisting of a 4.0 cm cuff and prb were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.